Manufacturer narrative:
Additional info b5: medtronic received additional information that the instrument could not be repaired due to an issue with a consumable item. Consequently, no service report has been issued. No further action required medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows fin damage. Additional visual inspection shows no straw or dimple plate damage. There were no signs of holes or cracks observed. Visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking/noisy. The bowl was run a couple of times using di water. During the runs there was no bowl lift, leaks, noise or pump speed error messages noted. Reason for return was visually confirmed with evidence of fin damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the autolog wash kit produced a rattling noise, similar to an improperly fitted washer kit prior to use. The issue persisted even after reinstallation. After draining the reservoir and running the autolog again, smoke was observed. Subsequently, after operating the pump, white crystalline deposits were found on the pump. The device was replaced. There was no patient involved. Medtronic received additional information that there was no damage noted in the instrument or the disposable. An error warning message did not appear. Although an issue was identified prior to use, due to emergency situation, the customer was unable to replace the product immediately. After briefly running the pump, the issue persisted, and the product was subsequently replaced. Medtronic received additional information that initially, a white foreign substance was reported. However, it was expected that the product's shaft collapsed, causing the material to be shaved off. Therefore, the customer confirmed that this was not a case of a foreign substance. Medtronic received additional information that they could not inspect the product directly to confirm whether a crack/leak was observed on the bowl due to the collapsed shaft. Medtronic received additional information that the noise occurred in the centrifuge. There was no damage noted in the instrument or disposable. The disposable product moved and its outer shaft was abraded. There was no performance issue. An error warning message did not appear.